Manufacturer narrative:
Device evaluation summary; during analysis of the sample a crease was observed in the anterior view. In addition a rupture was found within the crease that goes from the anterior view through the posterior view measuring approximately 10.5 cm. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female, (biological male) patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 450cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement with allergen style, inspira-ssf, smooth,round, silicone gel, 415 cc on (B)(6) 2019.